Manufacturer narrative:
The customer¿s report of an occlusion was not confirmed. The customer¿s report that the t connector was missing the blue diaphragm piece was confirmed. Visual inspection found that the nac-t port had the blue piston missing. During functional testing the set leaked from the nac-t port where the blue piston was missing. The root cause of the customer¿s report of an occlusion could not be identified the root cause of the missing blue piston from the nac-t port was identified as a manufacturing issue due to a bad segregation during the inspection of the components.

Event description:
Received a copy of the customer's medwatch which states, "patient in long-term care facility. Rn went to flush patient's peripheral IV in left forearm and line was occluded. On investigation it was noted that the white port on the t connector was missing the blue diaphragm piece. Line was placed on (B)(6) 2018 and occluded on (B)(6) 2018." The product was replaced, and there was no patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Received a copy of the customer's medwatch which states, "patient in long-term care facility. Rn went to flush patient's peripheral IV in left forearm and line was occluded. On investigation it was noted that the white port on the t connector was missing the blue diaphragm piece. Line was placed on (B)(6) 2018 and occluded on (B)(6) 2018." The product was replaced, and there was no patient harm.